Event description:
Customer reported that there is a hole located on the panel "a" mesh. No pt incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product found that there is an open slider body and elastic tears on the pt access of panel side b. There is also a broken pull tab on the pt access, elastic tear and a slider stuck on leg zipper of panel side a and there is a 2 inch netting tear on the pt access of the front window panel. Note: instructions for use state: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).